Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "does not function" was confirmed. The locking mechanism of the motor and the drive shaft of the attachment exhibited damage that is consistent with improper assembly of the attachment into the motor. The motor pawls were damaged, allowing the motor drive shaft to spin independently of the attachment. If additional information becomes available, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device "does not function." The device was not being used during surgery. It is unknown if injuries or medical intervention occurred. There was no additional information provided.